Manufacturer narrative:
A definitive root cause could not be determined. It was determined based on the information provided that the reported high sodium and potassium results were most likely caused by mis-sampling of the patient sample. These effects are caused by poor sample quality.

Event description:
The customer reported that they had been getting questionable results from a total of 8 patient samples tested for ion selective electrode (ise) sodium, ise potassium, and bicarbonate. The customer noticed that they were getting invalid ise sodium results on approximately 4 samples ran after a sample tested for bicarbonate. The customer then ran quality controls and these were acceptable. After running the controls, the customer found that they were still getting invalid ise sodium results. The customer determined that eight samples were affected and of these samples, three had erroneous results which were reported outside of the laboratory. The first sample initially resulted as 147 mmol/l for ise sodium and this value was reported outside of the laboratory. The sample was repeated on a different c501 module and resulted as 141 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The second sample, from a (B)(6) female born on (B)(6), initially resulted as 4.05 mmol/l for ise potassium and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 3.63 mmol/l. The repeat result was believed to be correct, but a corrected report was not issued. The third sample initially resulted as 148 mmol/l for ise sodium. The customer was asked, but did not know if the 148 mmol/l value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 134 mmol/l. The repeat result was believed to be correct. The patients were not adversely affected by the event. The lot numbers and expiration dates of the ise sodium and potassium electrodes were asked for, but not provided by the customer. The field service representative suggested to the customer to change the sample probe. The customer changed the sample probe and then performed a precision study. The precision study results were erratic. The field service representative then determined the issue to be caused by the sodium electrode operation. He indicated that there may have been a clot in the electrode. He worked along with the customer to observe the ise operation. The sample probe was replaced. He checked the ise sipper flow path connections and ran ise checks. He replaced the sodium electrode. He performed ise calibration, ran quality controls, and a precision study. All test results were within the customer's established ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.